Event description:
Surgeon performing surgery on 34-yr-old female. Physician had used scissors previously in case, when sewing second layer of uterus. Asked for the scissors again and noticed tip was broken off. Case stopped; linen, floor and trash checked for missing piece. X-ray repeated in pacu; piece not found.